Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 05, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyte during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange would not deploy. The device was removed from the patient with some flange sticking out of the delivery system. Reportedly, the handle was rotated as the device was luer locked to the scope and there was no resistance encountered during the attempted deployment. The procedure was not completed because no axios stent is available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.